Manufacturer narrative:
The customer¿s report that two primary tubing sets were observed to be defective with a cut was confirmed. The sets were inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the tubing completely sliced through approximately 3 inches above the check valve. There was no damage to the opened pouch. Functional testing for both sets was not performed due to the obvious leaks that would occur at the damaged tubings. The root cause of the cut damage could not be determined. A device history record for model 2420-0500 with lot number 20015361 was performed. The search showed that a total of 34,563 units in 1 lot number were built on 07jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that two primary tubing sets were observed to be defective with a cut. One tubing set was found cut in the package and the other was opened but not used on a patient. There were no adverse effects cause to any patients from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that two primary tubing sets were observed to be defective with a cut. One tubing set was found cut in the package and the other was opened but not used on a patient. There were no adverse effects cause to any patients from the event.